Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed but the root cause could not be determined. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed little use residues throughout the returned catheter. A needleless injection cap was returned attached to the luer. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter to leak just distal of the 6 cm depth marker. A microscopic observation revealed the longitudinally aligned split to follow along the molding extrusion line. The split had sharp fracture edges with a granular fracture surface. The catheter was cut just distal of the split to measure the wall thickness of the catheter at the extrusion line. The wall thickness was within drawing specifications of rm5000435, revision 12. Insufficient evidence was available to determine the exact cause of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported catheter broke at 5.5cm. Catheter was used on a patient and removed on the same date. No patient harm or impact, only discomfort from early removal and new insertion of cvcs for continuation of treatment. It is stated the rupture is partial and is not a rupture with dispersion of material. No other information was provided.

Event description:
It was reported catheter broke at 5.5cm. Catheter was used on a patient and removed on the same date. No patient harm or impact, only discomfort from early removal and new insertion of cvcs for continuation of treatment. It is stated the rupture is partial and is not a rupture with dispersion of material. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.